Event description:
It was reported that the propofol was programmed and infused at 1302.1mcg/kg/min., which was beyond the hard limit set by the hospital (250mcg/kg/min.). There was patient involvement but unknown outcome.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.